Event description:
An alarm sounded from the pump and blood was noted in the iabp line. The iab was removed and another was not inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - rpt'd 2/2/98.) (Pt's current status: unk - rpt'd 2/2/98).